Event description:
Status post bilateral implants, inframammary for augmentation (unk type/MFR-no records). Pt reports that left breast became swollen 1 month after surgery and had to have drainage. Following that it was bigger and blue compared to right and over the yrs has become progressively deformed and hard. Pt reports pain in left breast and some firmness on right. Pt thinks they have decreased in size and denies history of trauma. Pt reports systemic problems including arthralgias (positive am stiffness), myalgias, dysesthesias/paresthesias, spasms, fatigue, sleep disturbance, hot flashes and sweats ("unbelievable"), headaches, visual disturbance, dizzy spells, memory problems, dry mouth, hair loss, oral sores, sensitivity to cold, shortness of breath/chest pain, costochondritis, increased cholesterol, gi/gu disturbance, and easy bruising.